Event description:
During a routine maintenance procedure aspiration through the system was impossible and when flushing was tried a s.c. Depot developed. Subsequent x-ray showed that the catheter had dislocated, and was now located in the right atrium. Catheter was removed via transfemoral venous-puncture and the system was explanted. "There was a disconnection of the tube system in the last third of the transition part between catheter and tube directly after the end of the clamp." The reason for the dislocation of the port-tube-system has not been clarified yet.